Event description:
The physician states that a "pacemaker malfunction with loss of atrioventricular capture and high capture thresholds" resulted in the repositioning of the rv lead and the explant of the pacemaker and the ra lead.